Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the sensor was giving inaccurate readings. The customer's blood glucose was 20 mg/dl at the time of incident. The customer's blood glucose was 90 mg/dl and sensor glucose was 50 mg/dl. The sensor will not be returned for analysis.